Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump's screen was hard to read. Display was cracked. Received unexplained no delivery alarms. Motor was slower than before. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and self tests. No unexpected insulin flow blocked, no delivery, occlusion alarms or prime, rewind anomalies were noted during testing. Did not note any slowing down or sluggishness in motor speed. The s/n label located between the belt clip rails has worn down to a point where it¿s unreadable. Did not note any cracks or scratches on the lcd window. Did not note anything wrong with the belt clip rails. Both belt clip rails are intact and are neither bent nor cracked. Inserted a test belt clip into the belt clip rails, and both belt clip rails held the belt clip firmly in place without any movement whatsoever. Inserted a test p-cap into the retainer ring, and it did lock into place properly. (B)(4).